Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated, that his vns therapy programming handheld would "freeze several times during interrogation and during programming." Handheld was subsequently returned to manufacturer for product analysis, however, that analysis is not yet complete.